Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient is to be referred for battery replacement due to low battery. It was noted that the vns is in a low output condition. The patient is noted to be at maximal settings. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Later it was reported that the generator was replaced prophylactically. No malfunctions were reported to the manufacturer from replacement surgery. The suspect product has not been received to date.